Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced allergic reaction and rash at and around sensor patch adhesion site. Patient sought medical intervention from physician and was informed of nickel allergy. Patient was advised to discontinue use of cgm. At the time of contact with dexcom technical support, patient's mother reported patient was okay.